Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they were in emergency room due to low blood glucose on (B)(6) 2020 with blood glucose level was unknown. Customer stated that basal rate was too high. The customer was treated with glucagon injection. Customer declined trouble shooting stated that she knows how to handle her low blood glucose. The insulin pump will not be returned for analysis.